Event description:
Based on additional information received on 22-nov- 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case was cross referenced with (B)(4)(same reporter). This unsolicited case from united states was received on 13-nov-2017 from other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient had massive effusions. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, indication, frequency and expiration date: not reported, lot number: 7rsl021). On an unknown date, unknown latency of receiving the injection the patient had massive effusions. Action taken: unknown. Corrective treatment: not reported for massive effusions, outcome: unknown for both events, a pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Synvisc was deleted as suspect product as patient received synvisc one only. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced massive effusions. Based on available information, a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.